Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Blood glucose was not impacted. Reportedly, the customer reverted to an alternate form of insulin therapy.